Event description:
Healthcare professional reported right side "bilateral device folding", rupture, and pain. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified missing shell, the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken crease smooth, stress marks and wear abrasion. Based on the device analysis the final assessment is: a broken crease smooth in the side posterior assessed as fold flaw opening. Missing shell assessed as inconclusive. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "bilateral device folding", rupture, and pain. The device has been explanted.